Event description:
Patient was hospitalized for hyperglycemia. Nurse reports that patient's infusion site had not been changed for 4-5 days and the infusion tubing appeared to be clogged. Also, nurse reports the clock on the device was set incorrectly. Device passed all technical inspections.